Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is displaying gas loss alarm and has a clicking noise. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported failures. The fse performed a unit checkout. The unit passed all functional and safety tests. The unit worked to manufacturer specifications.